Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the transeptal puncture was difficult. The sheath was replaced with a competitor sheath. It was noted that there was additional difficulty putting the sheath back in after using the competitor sheath. It was then reported that after the first application, blood was observed. An endotracheal tube was placed and blood was also found in the tube. Incoming information indicated that there was no injury in the heart and the cause of the bleeding from the mouth was unknown. A computerized tomography (CT) scan was performed confirming no injury to the heart. The patient remains in the hospital. The procedure was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the product was returned and analyzed. Visual inspection of the reported sheath 4fc12 lot number 25509 showed that the shaft was kinked at 0.82 inches distal from the tip. Additionally, its deflecting mechanism was working as expected. In conclusion, there is no sufficient evidence that the sheath caused the clinical issues (bleeding and aborted under general anesthesia). However, the sheath failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.